Event description:
It was reported that the compressor's drainage valve was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of drainage valve solved the issue. The device was returned to use in good working condition. Based on technician statement condensed water has been found in the gas module of connected ventilator. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected. Version or model #: 6481779.